Event description:
It was reported that a patient underwent small bowel surgery and incisional hernia repair with mesh implant in 2005. The patient required repeat surgery 5 days later to correct a small bowel leak. In 2006, the patient required an exploratory laparotomy with small bowel resection. The mesh was explanted. The report indicates that the patient is currently hospitalized due to persistent "abdominal problems."

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The product insert warns the user that the mesh may not be used following planned intra-operative or accidental opening of the gastrointestinal tract. Use in these cases may result in contamination of the mesh, which may lead to infection that may require removal of the mesh.